Event description:
The patient was unable to adjust stimulation therapy. Triple beeps were heard when attempting to increase or decrease stimulation. The pulsewidth and amplitude switches were in the correct position. Neither the programmer nor the implantable neurostimulator battery lights were on. The programmer was replaced. The patient had surgery to fix the problem with the implantable system. Device registration system indicates the neurostimulator was replaced. The patient was no longer having problems with her implantable system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.